Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for treatment of a 5.2 cm abdominal aortic aneurysm. Aneurysm morphology is unknow and the vessels were reported to be severly calcified. It was reported that the physician tried to get a sheath in from the right side but it would not advance. The left side appear to be better; therefore they dilated with a 16 fr dilator and then a 22 but that would not advance. The device was attempted to be inserted but it would not advance. Dring further attempts to dilate the vessel with the dilators, the common iliac artery tore and the patient's blood pressure dropped quickly. A reliant balloon was used and they were able to obtained hemostasis. Blood products and medication were administered and the patient's blood pressure rose. The patient was taken to surgery and open repair was performed with a placement of a conventional graft. No additional clinical sequelae were reported and the patient did well after surgery.